Event description:
Et tube checked prior to placement. Cuff noted to inflate, air removed, pt. Intubated et became loose, check bulb not tight with air, 4cc air added. Later bulb again not full of air compliance becoming move . Tube replaced. After returned to ambulance base crew again checked tube and it would not hold pressure.